Event description:
The plaintiff was implanted with an ams monarc sling to "treat her stress urinary incontinence." It was alleged by the plaintiff's attorney that, the pt experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization." It was also alleged that the plaintiff had to "undergo extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia. It was also alleged that the plaintiff has "endured impaired physical relations with husband," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.